Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/17/2017, that on (B)(6) 2015, the patient experienced a skin reaction. The sensor was inserted into the arm. The patient's mother reported that the patient previously had a skin reaction due to the glue on the sensor adhesive patch. It was indicated that the patient treated the affected area by cleansing and sterilizing the skin and was prescribed cortisone cream on (B)(6) 2015. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.